Manufacturer narrative:
Results: the ruby embolization coil had all its components intact. The proximal constraint sphere was intact on the proximal end of the embolization coil. Offset coil winds were present along its length. The length of the coil was approximately 4.0 cm. Conclusions: evaluation of the returned 4 cm ruby embolization coil revealed that all components were intact. Further evaluation revealed offset coil winds. This damage was likely incidental to the reported complaint. Based on the reported event, this embolization coil became detached during removal from the microcatheter unknowingly. During advancement of the subsequent 3x5 embolization coil, that appeared to be a break in the coil. The pusher assembly was not returned; therefore, the mechanism of this detachment was unable to be determined. The investigation findings do not lead to a clear conclusion about the root cause of detachment issue the product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the collateral artery using ruby coils and lantern delivery microcatheter (lantern). During the procedure, the physician initially advanced a 2x4 ruby coil into the lantern. This coil was removed and the physician subsequently advanced a 3x5 ruby coil into the lantern; however, decided to retract the ruby coil to reposition the coil. While retracting, the ruby coil unintentionally detached with the distal portion of the ruby coil remaining in the collateral and the proximal portion of the coil still attached to the pusher assembly within the lantern. Therefore, the physician pulled the pusher wire to successfully remove the proximal portion of the ruby coil. The physician then used a snare device to remove the distal portion of the ruby coil. The procedure was completed using a non-penumbra embolic agent and the same lantern. There was no report of an adverse effect to the patient.